Manufacturer narrative:
Statement has been corrected, since the patient entire system was explanted.

Event description:
It was reported the patient experienced ineffective stimulation and stopped charging the ipg as recommended, which caused the ipg to become unable to communicate with external devices. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Regulatory reference number: 1627487-2020-00691. It was reported the patient experienced ineffective stimulation and stopped charging the ipg as recommended, which caused the ipg to become unable to communicate with external devices. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted. Effective therapy was restored post-operatively.